Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker tightened the device's loose battery pins to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device was unexpectedly powering off during patient use . In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.